Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws were broken during the surgery. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument per documentation submitted was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a (B)(4) lot in november of 2017. The alleged instrument has not been returned for evaluation therefore we are unable to validate this complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Event description:
It was reported that the jaws were broken during the surgery. There was no patient injury.